Event description:
The ge oec 9900 fluoroscopy system had an artifact on the grid.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced image intensifier grid. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.